Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2019 by the journal of hand surgery (american volume), titled ¿intramedullary cortical button repair for distal biceps tendon rupture: a single-center experience¿. The study reviewed twenty-four (24) patients that underwent intramedullary cortical button repair, using bicepsbutton® (arthrex). During the 28-month follow-up period, one (1) patient experienced subcutaneous hematoma requiring surgical treatment. Source: siebenlist, s., et al. (2019). "Intramedullary cortical button repair for distal biceps tendon rupture: a single-center experience." J hand surg am 44(5): 418.e411¿418.e417.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.